Manufacturer narrative:
Remote drain of the reagent in bottle 10 (ethanol) completed at 09:09 am on (B)(6) 2017; and bottle 10 (ethanol) was not in contact with the corresponding sensor for approximately two (2) minutes from 09:14 am on (B)(6) 2017, which is sufficient time to replace the reagent. The properties of the corresponding reagent station were reset at 09:16 am on (B)(6) 2017. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. A user affirmed in the instrument software that the default concentration of 100% was to be set 09:16 am on (B)(6) 2017. The "routine 8 hr" protocol was started in retort a at 20:53 pm on (B)(6) 2017 and in retort b at 23:34 pm on (B)(6) 2017. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, the reagent in bottle 10 (ethanol) was used for the first time in the final dehydration step of the "routine 8 hr" protocol started in retort a at 20:53 pm on (B)(6) 2017; and was also subsequently used in the final dehydration step of the "routine 8 hr" protocol started in retort b at 23:34 pm on (B)(6) 2017. The discrepancy between the ethanol concentration in bottle 10 of 75% measured using a hydrometer and that calculated by the instrument software based on user input of 99%, indicates that a use error occurred on (B)(6) 2017 during replacement of this reagent completed prior to commencement of the two (2) protocols from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the "routine 8 hr" protocols started in retort a at 20:53 pm on (B)(6) 2017 and in retort b at 23:34 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error involving failure to complete replacement of the reagent in bottle 10 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which occurred prior to commencement of the "routine 8 hr" protocols started in retort a at 20:53 pm on (B)(6) 2017 and in retort b at 23:34 pm on (B)(6) 2017, from which sub-optimal tissue processing was reported.

Event description:
Leica biosystems received a complaint of "mushy" tissue following processing. The leica histology technical specialist - (B)(6) (fss) attended the laboratory on 13 june 2017 in order to investigate the circumstances involved in this complaint. The fss measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer, which showed that the variance between the measured and calculated ethanol concentration in each of bottles 3, 8 and 10, exceeded the maximum allowable limit. The measured ethanol concentration in bottles 3, 8 and 10 was 94%, 79% and 75% respectively; and the ethanol concentration calculated by the instrument software in bottles 3, 8 and 10 was 86%, 64% and 99% respectively. The fss documented that the tissue samples exhibiting sub-optimal processing were derived from eight (8) hour protocols started in retort a at 20:52 pm on (B)(6) 2017 and in retort b at 23:33 pm on (B)(6) 2017 comprising 264 and 282 cassettes respectively; the reagent in bottle 10 had been replaced on (B)(6) 2017; the reagent in bottle 10 was "cloudy" at visual inspection; the reagent in bottle 10 had been used for the final dehydration step of the protocols from which sub-optimal tissue processing had been identified and the affected tissue samples were brittle after re-processing. On 19 june 2017, leica biosystems received the following information from the complainant in response to queries regarding the final status of the affected tissue samples and possible patient impact: "as for the feedback from pathologists, (B)(6) and I have not had any direct complaints raised from them to date."